Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/26/2015-product analysis:the device was returned and evaluated by product analysis on 01/12/2014 with the following findings:the complaint was unable to be investigated due to an unrelated issue. Review of the pump¿s black box revealed six manual time changes. The pump maintained accurate time for 5 days. When the battery was removed for 1 hour, the time and date reset to default. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.